Event description:
Operations coordinator reported to baxter corporate product surveillance that one intermate reportedly had the coil cap detached from the housing before use. There was no report of patient involvement. There was no reported patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample noted the coiled cap had separated from the cover. The reported problem was confirmed. The assignable causes of the problem are: interference between cap and bottle due to bottle shoulder low engagement at the cap / bottle interface. Additional information: this issue is being investigated through CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.